Manufacturer narrative:
Device evaluation: the visi-pro balloon-expandable stent was received slid distally off the pta balloon catheter delivery system. The proximal stent radiopaque marker hoops were received slid distal over the balloon¿s distal marker band. Fluid was noted within the proximal end of the balloon chamber. Due to the balloon expandable stent being not fully supported by the balloon several of stent strut rows exhibit a slight off-set. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use a visi pro balloon expandable stent during procedure to treat a moderately calcified plaque lesion in the mid common iliac artery with 70% stenosis. The vessel diameter and lesion length are 7mm and 30mm respectively. The vessel was moderately tortuous. There was no damage to device packaging. There was no issue note when removing device from hoop/tray. The device was prepped per IFU with no issues identified. The lesion was pre dilated using a 6x40 balloon. The device passed through a previously deployed stent. There was severe resistance encountered when advancing the device. Excessive force was used during delivery. The device failed to cross or position. The lesion was treated with a non-medtornic 8 x 19 mm device. There was no patient injury reported. When the device was returned to the manufacturing facility, it was noted that the stent was damaged